Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 295 mg/dl at the time of incident. Troubleshooting was completed and determined the alarm was caused by a reservoir. The reservoir will be returned for analysis.